Event description:
Follow up with the patient's physician revealed that, as far as the physician knew, the seizures following the vns surgery were psychogenic non-epileptic seizures, or pnes. The physician stated that the patient was not seen by his practice at the time and that his assessment was based off of what the patient has updated. As such, the physician did not believe the seizures were related to vns therapy or surgery.

Event description:
It was reported via clinic notes that the patient had multiple seizures in recovery after her initial vns implant and was admitted to the ICU. It was unknown if the vns was enabled during the recovery period. Follow up with the implanting surgeon revealed that he was unaware of the event. No additional relevant information has been received to date.